Manufacturer narrative:
(B)(4). Product does not for evaluation yet. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer's expected fasting blood glucose test result range is 92mg/dl to 130 mg/dl. The blood glucose testing is performed by the customer four times daily. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer is currently taking insulin to manage diabetes. The customer informed that have not had any recent changes to diet, medication, or exercise. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 172 mg/dl and 172 mg/dl. The product is stored in the bedroom. The test strip lot manufacturer's expiration date is 05/22/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). Adverse event not reported.